Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 15% within one day. In addition, the customer was having difficulty charging the pump despite the attempt of multiple power sources. Customer reported blood glucose level was 125 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.